Event description:
It was reported that there was a lead warning on the right ventricular (rv) lead for high threshold in 2011 and the threshold had remained high since. Rv lead impedance was low and had remained low. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4524 implantable pacing lead 1997 (B)(6). (B)(4).